Event description:
It was reported to philips that the hose of the cooling unit tore, which triggered the facility's smoke detector. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.